Manufacturer narrative:
The device was returned for analysis. A microscopic examination of the shaft and collar were performed. It revealed that there was a partial separation at the collar of the device. The polytetrafluoroethylene (ptfe) was still attached to the collar holding the distal shaft on. Also, there was a kink in the distal shaft 9cm from the collar. The inner diameter of this device was measured and met the specifications. Functional testing was performed using a 3.00mm stent delivery system (sds) through the collar. There was resistance at the partial separation and shaft kink, but the sds was able to advance through the guidezilla. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on june 12, 2017. It was reported that a stent could not cross the guidezilla catheter. A guidezilla¿ was selected for use. During the procedure when a 2.25x32 promus premier stent was advanced through the guidezilla¿, it was noticed that the stent could not cross the collar of the catheter. Furthermore, the stent was pulled out and examined and revealed no issue. The physician made a second attempt; however, the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that a partial separation at the collar of the device.